Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: unit has extensive physical damage and appears to have been dropped, photo attached. Performed service and repair functions. Reviewed service history. Attach box label, and electrical safety. Replaced damage aluminum front panel, duo keyboard assy., broken left and right safety covers, suction's motor, guide line, clamp tubing, replaced worn fingers on complete pressure adjusters (preventive maintenance) with tip replacement kit. Added keyboard mask. The unit passed all diagnostic tests, functional tests, and is fully operational. A root cause for the reported failure mode cannot be discerned. This device was produced prior to the closure of the fms facility in (B)(4). A review of lot/batch history for each legacy fms product complaint received by mitek (B)(4) is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative that the pump was overfilling the fill chamber during a procedure. The procedure was completed using the pump with no delays. No patient consequences reported.